Event description:
The customer reported via phone call experiencing high blood glucose levels due to travel. The customer's blood glucose was 400 mg/dl. The customer stated that she took insulin but her infusion set had not been connected to her body, so she put on a new infusion set. She stated that her blood glucose should lower thereafter. She also reported issue with loading the sensor into the serter. Upon troubleshooting, it was found that the customer's transmitter was not working, and she was advised not to use the sensor. She stated that the serter's catch arm was bent and was advised to return and replace the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.